Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead has shown a decrease in r-waves over the last fifteen days. The rv lead remains in use and will be monitored. No patient complications have been reported as a result of this event.